Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt reported abnormal pump operation. The system controller data files contained speed drops below the low limit, low flow and pump stop alarms. The event occurred while the pt was connected to the pt cable. The MFR's technical services rep conducted a percutaneous lead distal end replacement according to procedure.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.